Event description:
Customer reported an intermittent issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's multigas bench assembly. The unit was calibrated and safety tested to factory's specifications.